Event description:
The dealer alleges that due to a flaw in the back, a screw keeps coming loose, causing the consumer to flip backwards. No injury is alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol ivc-cef0010-01 determined this is an MDR. No RMA had been initiated for this issue. Model xxx, serial number/date code (B)(4) was approximately 2 years old at the time of the incident. The owner's manual part number 1110545 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.